Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the lead and was suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have no yet been provided.